Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'check flow sensor' during pre-use checkout. It was then noted the flow sensor diaphragm was stuck to the top of the flow sensor housing. There was no report patient involvement.